Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 11/27/98 at a retail vendor. A few days later the piercing site became infected. She removed the earring and called the doctor on 12/9/1998 for treatment. On 12/13/1998, she sought medical treatment from the hosp and was prescribed antibiotics.